Manufacturer narrative:
Kulzer llc did not notify the manufacturer. In this instance, kulzer (B)(4), became aware of the incident first, and contacted kulzer, llc in north america. It was reported that the symptoms resolved once the patient discontinued the use of the prosthesis. Due to the fact that an allergy test will not be conducted and it has been confirmed that the technician followed the dfu for this material, we cannot rule out that our product caused, or contributed to the patient's allergic type reaction. We do state in our dfu that, "if the patient is allergic to one or more ingredients of palaxpress, the product must not be used".

Event description:
Swollen tongue.